Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the chest pressure was not related to their interstim. It was also reported that the patient had (B)(6) prior to implant, but not since. The cause of the previous utis were retention and was not related to the patient's device or therapy. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had post-op pain that felt like a urinary tract infection. The patient stated the location of the pain was the kidney and asked if it was normal. The patient was redirected to their healthcare provider to discuss symptoms. Three days after the initial report the patient called back to state they had some pressure in their chest around their shoulder blades and tingle was in left arm with the implant on program 4. Patient services walked the caller through changing programs to see if it helped. The patient stated that they had the implant on the (B)(6) before the report but changed to program 4 on (B)(6) because of uncomfortable pain and from (B)(6) to the day of the report they had pressure in the chest and their arm was tingling. The patient reported going to the ER the day before the report and there was no blood clot and everything was fine. The patient also reported they felt like a uti was starting on (B)(6). The patient stated a representative called and changed their program. The patient stated that at one point they lowered stimulation and turned off however did turn back on. The patient stated the sensation would go away but when turned back on the pressure came back. The patient stated it was not painful, just this pressure they felt. The patient stated the program 4 worked, however they had this weird sensation. No further complications were reported.